Event description:
It was reported that the lead had increasing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, there was a white substance on the ring electrode, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows a gradual increase for min and max v.pace = 464 to 1120 ohms peak between (B)(4) 2010 and (B)(4) 2012.